Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on (B)(6) 2023, the biopsy was completed and calcifications were able to be obtained. Post procedure during the imagen a metal artifact was observed on the specimen film. It could not be confirmed the origin of the artifact observed. Multiple attempts to the customer were unsuccessful to try to obtain images or the material reported. No patient injury or medical intervention required.